Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarm with cassette is not attached properly. No error code known. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had worn uso (upstream occlusion) seal, scratched lens, damaged ac connector, and contaminated battery compartment. Functional testing performed. The customer¿s reported problem, pump alarm with cassette not attached, was duplicated through functional testing. The cause is a defective dso (downstream occlusion) sensor. Replaced the downstream sensor to correct the issue. Device passed all functional and delivery tests performed repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.